Event description:
It was reported that a loss of efficacy occurred following a fall about two weeks before as well as following an "unrelated" medical procedure. This was noted to be "unrelated to stimulation therapy." The reporter indicated that the patient went to the emergency room because "he thought he was having a stroke." During the patient's examination, the staff pressed "very hard" on the implantable neurostimulator (ins) and after that, the patient felt the "biggest change" to his therapy. The location of the patient's symptoms was his left body (controlled by the right lead); the patient's right body was normal. The patient status was described as "fair." The reporter also indicated reading impedances "around 28,000 ohms" on all contacts with electrode 10; c,10: 28,015 ohms. All other combinations were 953 ohms-1097 ohms. Left group impedances were also noted to be 1348 ohms at 2.376 ua while right group impedances were ''high'' at 0.142 ua. The reporter indicated that an attempt would be made to try reprogramming away from contact 10. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the cause of the event was reduced efficacy. The reporter stated that the event was attributed to an unknown issue with the lead. Signs and symptoms included worsening tremor and gait. Reprogramming was done and a contact was changed. There was no hospitalization and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v074423, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v067936, implanted: (B)(6) 2008, product type lead. (B)(4).